Event description:
It is reported that during surgery, a cortical screw was being implanted. The screw broke at the junction of the head and shaft during implantation. Because the screw broke, surgery was delayed approximately 1 hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.